Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.

Event description:
It was reported by a neurosurgeon that a vns pt developed an infection at the generator site shortly after surgery. The pt noticed the issue when he was taking a shower as there was some drainage from the sutures at the generator site. The infection was (B)(6) and the pt was prescribed antibiotics. There was no report of trauma or pt manipulation and the surgeon suspect that vns surgery caused the infection. The pt was seen several occasions where the reported infection was completely healed. MFR also reviewed the sterilization records and found that the implanted generator was adequately sterilized with hydrogen peroxide prior to distribution.